Event description:
It was reported that an embolization and death occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed. The compression ratio was 8-18% and the left atrial pressure was 9 mmhg with normal hydration status. The device was released in the laa successfully. During the post-procedure echocardiogram, approximately 15 minutes later, the device was found in the left ventricle. The patient was taken to the operating room for removal of the device; the laa was irrigated and sewn closed. The patient did have mitral valve regurgitation with the embolization, which resolved upon removal of the device. The patient was hemodynamically stable and doing well, but remained hospitalized. Patient was not discharged from the hospital post-procedure. On (B)(6) 2019 the patient experienced difficulty breathing and passed away from respiratory failure.

Event description:
It was reported that an embolization and death occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed. The compression ratio was 8-18% and the left atrial pressure was 9 mmhg with normal hydration status. The device was released in the laa successfully. During the post-procedure echocardiogram, approximately 15 minutes later, the device was found in the left ventricle. The patient was taken to the operating room for removal of the device; the laa was irrigated and sewn closed. The patient did have mitral valve regurgitation with the embolization, which resolved upon removal of the device. The patient was hemodynamically stable and doing well, but remained hospitalized. Patient was not discharged from the hospital post-procedure. On (B)(6) 2019 the patient experienced difficulty breathing and passed away from respiratory failure. It was further reported that the device was removed from the left ventricle via open heart surgery within one hour of implant.

Manufacturer narrative:
Investigation completed. Returned device consisted of a 27mm watchman implant. Analysis revealed the frame had a clean fracture through a single node that was just proximal to the anchor, with the suture (located at the fracture site) also separated cleanly. The node is a wider portion of the frame and does not experience any significant bending forces when recapturing or deploying the implant or from chronic forces post deployment. The fracture was in line with a cutting plane that cut both sides of the suture loop, with all portions of the implant and sutures accounted for. The implant frame revealed a straight fracture plane with no evidence of mechanical overload in the material surrounding the fracture. The lead in surface of the fracture plane was slightly rolled with scratches on the surface consistent with a mechanical cut such as a scissors or knife. The implant proximal surface had little evidence of deformation with the threaded insert nearly in plane with the shoulders and consistent with a component level shape. There was no evidence of any significant deflection of the anchors and no evidence the implant was ever fully recaptured. The fabric surface was in the correct position and evenly placed about the proximal face of the implant. No holes were evident through the fabric. All sutures except for the fractured suture loop were in place and fixed between the fabric and the frame. Because there was no evidence of any product quality deficiencies, it was considered likely that the frame damage and suture damage were attributable to be the result of an external instrument during explanation of the device.